Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated a fiber optic sensor failure alarm. The customer used the central lumen as a pressure source. The fiber optic sensor was tried again and began to work. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded with blood on the exterior of the catheter. The pressure tubing was also returned. No physical damage observed. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal tubing and pressure tubing was performed and no leaks were detected. A sensor output test was performed and the sensor was found to be within specification. The reported event cannot be confirmed by the evaluation. We are unable to duplicate the clinical settings. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint#: (B)(4).

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated a fiber optic sensor failure alarm. The customer used the central lumen as a pressure source. The fiber optic sensor was tried again and began to work. There was no reported injury to the patient.